Event description:
It was reported that the patient¿s blood glucose (bg) level rose to >250 mg/dl at the time of the event. The device was originally reported for pod alarming during operation. The pod was worn between 36 and 48 hours. An investigation of the device confirmed that there was a kinked in the cannula.

Manufacturer narrative:
Timeouts were observed in conjunction with an 0x45 alarm, indicating sma (shape memory alloy) wire 2 is open. The front sma wire was observed to be broken at the pulley. The broken front sma wire is confirmed as the root cause of the reported 0x45 alarm. The exposed portion of the soft cannula was observed to be kinked. The kinked cannula did not prevent fluid from flowing through the fluid path. The timing and cause of the observed cannula damage could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.